Event description:
It was reported the patient had their device battery repositioned due to discomfort and "she felt the device was moving around too much". The device was moved from the right subpectoral pocket to the anterior abdominal wall. The device was successfully revised on (B)(6) 2012 with no complications. The patient was satisfied with the results and recovered without sequela.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), product ID 435135, serial # (B)(4), implanted: 2011-(B)(6). (B)(4).